Manufacturer narrative:
As received, a complete lead with a stylet and clip-on-tool were returned for analysis. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil to be overtorqued at the connector pin region. Visual examination found the helix to be retracted and clogged with tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturing reference number: 2017865-2021-30530. It was reported that the patient presented for routine implant of the right atrial lead. During the procedure, it was noted that the leads were unable to be implanted due to helix issues. The procedure was completed successfully with a replacement lead. There were no patient consequences.